Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported receiving a m31 (air detected in cassette) warning during treatment and cancelled treatment. Upon unloading the cassette the patient observed a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On (B)(6) 2017, the patient reported she did not complete treatment on the night of the event. The patient reported not having a treatment for one more night while she waited for her replacement cycler. The patient stated she is prescribed to have five treatments per week and that she had no health consequences as a result of missing two treatments that week or from the fluid leak. Furthermore, the patient reported the cassette was thrown out as was not returned for failure analysis.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. Passed mushroom head check. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported receiving a m31 (air detected in cassette) warning during treatment and cancelled treatment. Upon unloading the cassette the patient observed a fluid leak inside the cassette door. The patient was advised to discontinue use of the cycler and the cycler was replaced. On (B)(6) 2017, the patient reported she did not complete treatment on the night of the event. The patient reported not having a treatment for one more night while she waited for her replacement cycler. The patient stated she is prescribed to have five treatments per week and that she had no health consequences as a result of missing two treatments that week or from the fluid leak. Furthermore, the patient reported the cassette was thrown out as was not returned for failure analysis.